Manufacturer narrative:
The field svc rep (fsr) replaced the flow cable assembly during this repair visit on 08/28/2013.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the liters per min (lpm) flow reading of the centrifugal was displaying dashes "---" intermittently. The device was not changed out, as the customer continued to use the system with intermittent flow readings. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.